Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior lateral spinal fusion at l4 to s1 on unknown date in 2013. Patient returned for revision on (B)(6) 2015. Patient underwent explant of a broken pedicle screw, part number 179.12.635 at s1, and total of 6 screws were removed (this includes the broken screw). Head of screw was removed but the threaded portion remained retained in the bone. During implant of pedicle screw at l5, the surgeon was not satisfied with the measured neurological threshold levels and removed the screw. During removal of screw, the tip of a screwdriver, part number 698.325.944/ lot number ds g0508, broke off in head of screw. Screw and tip of screwdriver were removed, nothing was retained. Another screwdriver was immediately available. There was no surgical delay. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). The custom cannulated expedium driver (product code: 6983-25-944, lot number: g0508) was returned to the complaints handling unit (chu). It was noted that the tip of the driver had broken off. The instrument was subsequently submitted for fracture analysis. Optical imaging of the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. No material defects or other abnormalities were observed in this analysis. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking could not be determined based on the sample and information provided. However, the results of fracture analysis have determined that a probable root cause is a quasi-static shear torsional failure, potentially caused by an unexpectedly high load placed on the tip of the instrument. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.